Event description:
This was an endobronchial ultrasound (ebus)/robotic bronchoscopy under ga. The ebus scope was used first to obtain many fine needle aspiration (fna) samples from lymph nodes. On site pathology was in the room and could not confirm diagnostic cells from these samples. The robotic bronchoscope was set up and the pulmonologist navigated to the lesion in the right lower lobe of the lung. While using fluoroscopy, several needle samples were obtain using the monarch aspirating biopsy needle 24 ga. The needle was visualized coming out of the scope but was difficult to keep extended. The pressure from the airway wall was pushing it back into the sheath. After a couple of attempts we felt it pop into the wall of the airway. There was no additional pressure added besides extending the needle with the turn dial. We did 6 passes with the needle then visualized the broken needle on fluoroscopy. The robotic bronchoscope was removed, and the pulmonologist used a flexible bronchoscope to attempt to visual the needle in the airway. After several attempts, using fluoroscopy, we were unable to visualize the needle. The patient was extubated and transferred to the pacu. He was discharged home the same day.